Event description:
The customer reported that ventilator was alarming occlusion safety valve open (svo) while in use on a patient. The customer reported the occlusion svo alarm was activating when they ran a handheld nebulizer treatment inline with the patient circuit. The customer reported there was no patient harm. The respironics service technician was unable to duplicate the customer reported problem. The service technician performed back pressure testing of the exhalation filter. The specification is 5-15cmh2o. The service technician reported the test results measured 23cmh2o pressure, indicating a gross occlusion. As specified, a detected occlusion will cause the ventilator to alarm and open the safety valve until the occlusion is resolved. The service technician discarded the expiratory filter and instructed the customer on testing filters. Extended self testing (est) was performed and tests passed to operating specifications. User maintenance contributed to this event due to an occluded filter. Filter replacement must be performed per manufacturer recommendations and specified intervals.

Manufacturer narrative:
Na